Event description:
It was reported that during use of healon 5 and healon endocoat and use of balanced salt solution in a mixture that the patient experienced a corneal burn. The doctor stated that she mixes endocoat & healon 5 together (when endocoat is already in the eye) and then decides more space is needed in a shallow eye or when floppy iris syndrome ( ifis) eye is present. A huge white mixture is created. It blocks the view so must aspirate. The doctor tried to do the usual sculpting but made it worse. Normally the doctor is able to clear it out with considerable effort. However, it was observed that the patient had a dense cataract and the doctor noticed a wound burn starting after a few passes. The doctor immediately enlarged the wound, but due to the wound gap, it was impossible to close the wound at the end of the case. The doctor had to place 4 sutures in what started as a 2.4 mm wound and enlarged to 2.75mm. Center was clear so the doctor still placed the multifocal. The doctor is going to treat the patient with intense durezol. Doctor stated she will be nursing the patient. The doctor couldn't believe how fast the wound burn formed-mainly due to the doctor trying to remove the milky white substance. No further information was provided. The doctor reported the concomitant use of healon 5 during the event and a separate emdr will be submitted.

Manufacturer narrative:
Expiration date: unknown. If implanted, give date: not applicable. If explanted, give date: not applicable. (B)(4). Device manufacture date: unknown. All pertinent information available to abbott medical optics has been submitted. Placeholder.